Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to oversensed noise. Technical services discussed in clinic testing to attempt to reproduce the noise and discussed reprogramming to secondary vector if sensing is acceptable. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise, with no conclusive evidence of a specific cause. Please see the description for more information regarding the specific circumstances of this event.